Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was admitted on foot with a chief complaint of inability to urinate on his own for 1 day¿ after undergoing relevant examinations, he was diagnosed with benign prostatic hyperplasia. On (B)(6) 2025, at 14:10, he underwent transurethral resection of the prostate under general anesthesia. A urinary catheter was left in place postoperatively. The drained urine was pale red. Continuous bladder irrigation was initiated. During a ward round at 08:15 on (B)(6) 2025, the catheter was found to have spontaneously dislodged. Examination revealed a ruptured catheter balloon. The patient reported no discomfort. The on-call physician was immediately reported to examine the patient. Vital signs measured: t: 36.6°c, p: 63 bpm, r: 17 bpm, bp: 102/62 mmhg, spo2 94%. Physical examination: no urethral injury or bleeding.